Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The device issue was observed while a field service engineer (fse) was completing preventative maintenance (pm) on the device. It was determined that a replacement user interface (ui) assembly was needed. This investigation is ongoing.